Event description:
Olympus (omsc) was informed that the customer halogen light source was returned to olympus service/repair for a reported ¿damage due to dropping¿. The problem occurred during an unspecified event. No death, injury or harm was reported. Upon inspecting and testing, the filament of the lamp is damaged, and the main lamp does not light. This report is being submitted to capture the main lamp does not light defect.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the front panel and chassis have deformation/fracture damage. Additionally, the filament of the lamp is damaged, and the main lamp does not light. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that the event occurred due to the failure of the filament in the lamp however, the root cause of why the filament failed could not be determined. Olympus will continue to monitor field performance for this device.